Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a measure of impedance less than 50 ohms on electrode pair 0 and 1. Additional information was received from the rep. It was reported that the patient's weight and the lot number of the lead were unknown. The low impedance was first observed on (B)(6) 2020. The cause of the low impedance was not known, but it was noted that it was probably due to the recent ins replacement. A new follow-up visit had been scheduled. The patient was still able to get effective therapy with the low impedance. It was noted that this information was confirmed with the physician/account. No symptoms were reported, and no further complications were anticipated.